Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, first inflation was performed at 3-4 atmospheres. Second inflation was performed at 3-4 atmospheres; however, it was noted that the balloon ruptured. The device was completely removed from the patient's body. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and a pinhole leak was identified 5mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The polymer extrusion was also kinked at the rx port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, first inflation was performed at 3-4 atmospheres. Second inflation was performed at 3-4 atmospheres; however, it was noted that the balloon ruptured. The device was completely removed from the patient's body. There were no patient complications reported and the patient's condition was good.